Manufacturer narrative:
The manufacturer did not yet received the specific device for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided. However, there is no indication for a product failure. Should additional information become available and/or the devices be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that during a surgery the chisel deformed during use, after 3 hits on the handle. It was further reported that the surgeon used this type of chisel for more than 2 years.